Manufacturer narrative:
Isi has not received the instrument involved with this complaint for failure analysis investigation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow up MDR will be submitted if the instrument is returned and/or if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci assisted surgical procedure, it was alleged that a piece from the fenestrated bipolar forceps instrument broke off and fell inside the patinet. Although no patient harm, adverse outcome or injury was reported; it is unknown what caused the breakage to occur.

Event description:
Per medwatch mw5071868 received on (B)(6) 2017, the following was reported: during procedure, plastic piece of bipolar fenestrated instrument broke off inside patient. The piece was retrieved by team immediately. No harm to patient.